Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display. The customer's blood glucose level was 400mg/dl. The customer treated with manual injection. The customer was advised that replacement battery cap would be sent out. The customer was advised to monitor the device and call back if issues persist.